Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, the generator failed to deliver energy; therefore, the procedure was completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a colonoscopy procedure performed on (B)(6), 2012. According to the complainant, the generator failed to deliver energy; therefore, the procedure was completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found decals and minor scratches on the cover; otherwise, the unit appeared to be in good physical condition. All knobs and switches functioned properly. During electrical evaluation, all internal connections were checked and wires were manipulated during energy delivery, but no issues were found. The unit passed the endostat iii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint that the generator failed to deliver energy; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.